Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to approximately 300 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include vomiting and dizziness. The patient¿s blood glucose levels continued to rise, despite a bolus being administered so the patient was taken to the emergency room where they were admitted and diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids, pepcid (famotidine) and insulin administered intravenously using pens. The patient was discharged the next day on (B)(6) 2026.